Manufacturer narrative:
Evaluation of available imaging suggests that the device caught the s1 vertebral body, and the baseplate was advanced far enough that the use of the removal tool would damage the target vertebral body more than a trivial amount. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The mesh buckled while implanting into l5 vertebral body. The implant had to be removed with the removal tool which was done successfully.